Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap and metal cap are detached and not returned. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed glass cap and metal cap detachment the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is likely that the glass cap and metal cap detachment occurred due to elevated temperature near the laser beam at the output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that after 263,091 joules and 51:08 minutes of fiber use during photoselective vaporization procedure of the prostate, the metal cap was observed to be loose. Upon retracting the fiber from the cystoscope, the metal cap detached inside the patient. The physician was able to observe the detached metal cap through the camera and removed it using a grasper device. A second fiber was utilized to complete the procedure without patient complications.

Event description:
It was reported that after 263,091 joules and 51:08 minutes of fiber use during photoselective vaporization procedure of the prostate, the metal cap was observed to be loose. Upon retracting the fiber from the cystoscope, the metal cap detached inside the patient. The physician was able to observe the detached metal cap through the camera and removed it using a grasper device. A second fiber was utilized to complete the procedure without patient complications.